Event description:
It was reported by the sales representative that during an abdomen case, the top jaw became loose and could not close properly. A unanticipated revision surgery was also reported.

Manufacturer narrative:
The product was received and the investigation was initiated. Visual inspection of the device revealed white spots along the top half of the insulation shaft. These stains are a result of processing. Inspection of the jaw showed that a pin was missing from the hinge. This missing pin caused the upper jaw to loosen. A loose jaw will prevent the proper opening and closing of the instrument. This device is out of warranty >1 year. Over time and with overuse of the instrument, the pins on the hinge joint are likely to become loose. This device can only endure a certain amount of cycles of opening and closing and will eventually fail when it reaches its limit. In 2005 a corrective action was implemented to change the shear pin attachment method from riveting to laser welding which improved joint strength. From investigation of this unit, this hinge incorporates the old riveting design, which is not as strong as the laser welding. Therefore, the most likely root cause(s) for the top jaw coming loose is: overuse of instrument causing the pin to become loose over time, excessive force applied to the instrument, or a design issue where the riveting pin attachment is not as strong as it should be.